Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented with pcb (printed circuit board) old style, speaker failed, corroded drain fitting, front cover cracked, power cord discoloration, water tank cover cracked and heater failed at electrical testing. The customer stated problem was duplicated. The speaker produced no sound and heater failed at electrical testing. Replaced the pcb and the heater. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: h6: correction: event problem patient code: 4582-no clinical signs, symptoms or conditions c106106.

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there is an intermittent alarm. No patient injury reported.